Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported there is high resistance when pulling and pushing the plunger. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results was within specification. The two photos show the sample received. A device history record review was completed for provided material number 302832, lot number 0302934. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported when using the bd luer-lok¿ tip syringes the plunger movement was difficult. This event occurred 56 times. The following information was provided by the initial reporter. The customer stated: "there was difficulty in dilution when using this current batch of syringes. The syringe is very tight and there is high resistance when pulling and pushing the plunger."